Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that a hair was found in sterile pack so product could not be used. No effect on patient as new pack was opened. No further information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material is inconclusive due to the state of the returned sample. Three photographs of a powerpicc solo with sherlock 3cg kit were returned for evaluation. An initial visual observation of the photographs showed the powerpicc kit drape with a dark hair. In the first photograph, the drape was folded, and a dark hair was observed between the folds. In the second photograph, the drape was unfolded with the dark hair observed on the drape. No obvious use residue could be seen on the sample in the returned photographs. The complaint of foreign material contamination could not be independently confirmed without evaluation of a sealed kit; however, the report of foreign material contamination has been documented and included in complaint trending. This type of complaint will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.